Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The reported event was identified during review of a journal article. Mahdi siala md, pierre laumonerie md, abdellah hedjoudje md, stephanie delclaux md, nicolas bonnevialle md, phd, pierre mansat, md, phd. Outcomes of semiconstrained total elbow arthroplasty performed for arthritis in patients under 55 years old. Journal of shoulder and elbow surgery. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01909.

Event description:
A journal article was retrieved from journal of shoulder and elbow surgery (2019) that reported a retrospective, single-center study from france from 1998 to 2008 that looked at outcomes of semi constrained total elbow arthroplasty (tea) for patients with arthritis under 55 years old. A conrad-morrey tea was utilized on the patient. The study reported the patient to undergo a bipolar revision due to aseptic loosening and triceps failure. No further event information available at the time of this report.